Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, belfast on (B)(6) 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed all weekly auto self-tests up to and including the last log entry on the (B)(6) 2017. During the above period the device records 79 manual power ups mainly under one minute duration. Most these manual power ups occur during the working week and on a mainly weekly basis. This would suggest that the user was regularly power cycling the device the sam pad device performed to specification throughout the history log and during testing at heartsine. The device history log was intact and contained approximately 25 months of continuous data. There is no evidence within the history log of the device failing a self-test which would have resulted in a flashing red status led and failure chirp.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device depleted pad-pak.